Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device unable to defibrillate. Based on the information available, the cause of the reported issue is not known as the customer refused the repair quote. The working status of the device is unknown as the customer refused the repair quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer refused the repair quote.

Event description:
It was reported to philips the device was unable to defibrillate. There was no patient involvement.